Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin and the customer reverted to manual injections. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the contact to gather more information; however, no additional information was provided.